Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI; upn: m365sc43190; model: sc-4319; serial: n/a; batch: 32745414. The lead exhibits normal characteristics. The lead was inserted into the associated clik anchor. The clik x anchor setscrew was locked down on the lead, loosened and repositioned without trouble. The clik x anchor was able to secure the lead without any anomalies. Additionally, one eyelet is torn. Damage to the eyelet is a result of a typical explant procedure and it is not considered a failure.

Event description:
It was reported that during the second stage implant procedure, the pocket near the lead insertion area was opened, and when a torque wrench was used to remove the extension from the lead, the lead came off, and just by pulling it lightly, it came off from the clik anchor, and the anchor screw was not working. The lead had become misaligned due to the anchor coming off and was therefore removed. The clik anchor from which the lead came off was stitched to the fascia by itself, and the anchor was removed. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: n/a. Batch: 32745414.

Event description:
It was reported that during the second stage implant procedure, the pocket near the lead insertion area was opened, and when a torque wrench was used to remove the extension from the lead, the lead came off, and just by pulling it lightly, it came off from the clik anchor, and the anchor screw was not working. The lead had become misaligned due to the anchor coming off and was therefore removed. The clik anchor from which the lead came off was stitched to the fascia by itself, and the anchor was removed. There were no reported complications postoperatively.